Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported inaccurate readings of "around 200 to 210 mg/dl and a reading of 300 mg/dl coming down" received from the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported "feeling like about to pass out and severe symptoms when glucose is low" and self-treated by eating an apple. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.